Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr1396 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebr1396) have been reported from the same facility.

Event description:
It was reported by (B)(6) that a gentleman had inquired via email, as to what the solo PICC single lumen was made of as it had "poor" kink resistance. He stated that the PICC was replaced due to kinking. This report addresses the second device.